Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) exhibited high out of range impedance on the left ventricular (lv) channel while the lv lead was attempted to be implanted. Another lead was implanted in the lv lead's place. No adverse patient effects were reported.